Manufacturer narrative:
(B)(4). The insulin pump was received with unexpected pump error alarm while monitoring and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50 v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the pump functioned properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power system error. The customer¿s blood glucose level was 190 mg/dl. It also stated that the alarm occurred every 4 hour's. The insulin pump will be returned for analysis.